Manufacturer narrative:
The reported event of air in line alarms file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported general feedback from nursing regarding experiences with air-in-line alarms with both visible and no air noted in the IV tubing, no specific events. The cpc reviewed air-in-line troubleshooting with the clinicians. There was no report of harm.